Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. The customer changed out the infusion set site and performed a system check. Insulin was noted from the end of the infusion set tubing; however, customer indicated that the cartridge had been use 4-5 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.